Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000640r , serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The paxscan was defective and replaced. System functions checked. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a booting problem. The pendant showed a message: "system initialize, please wait." Rebooting the system and image acquisition system (ias) did not solve the issue. The pendant shows x-ray section self test not finished. Troubleshooting was performed and the detector section was not ready. The network adapter of paxscan processor was not working. No patient was present at the time of the event.